Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated, and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a faulty convertor. Olympus will continue to monitor field performance for this device. The following were updated: b5, b4, g3, h2, h3, h4, h6, and h11.

Event description:
It was reported that the video system center had no image. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during [event]. There were no reports of patient harm.